Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection of the return lens sample can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. It can be seen that the lens was received cut in pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the received condition of the lens, additional analysis was not possible. The manufacturing record review was performed. The documentation showed that the production order was manufactured according to specifications. There were no nonconformances with respect to the manufacturing process. Product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the patient had a lens exchange performed in a secondary procedure due to refractive error on the doctor's part. No further information was provided.